Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having their ins replaced today. It was reported that prior to surgery they checked impedances and 7 and 15 were greater than 10,000 ohms and the other contacts were good. It was reported that the ins replacement was because the implant kept dying. It was asked but was unknown when the issue of the implant dying began. The impedance issue occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the manufacturer representative on 2018-oct-24 that imaging had been performed for the planned revision surgery. It showed lead around t8/t9 level and the extension descended down into buttock area where the ins was. Additional information was received from a health care provider (hcp) via a manufacturer representative on 2018-oct-29 reporting that the cause of the ins not holding a charge was not determined and the cause of the high impedances on electrode 7 and 15 were unknown. The devices were discarded by the customer after explant. No further complications were reported.